Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gastrointestinal motility disorder ("bowel movement problems"), headache ("headache"), arthralgia ("joint pain") and flatulence ("gas pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, gastrointestinal motility disorder, uterine leiomyoma and flatulence outcome was unknown and the headache and arthralgia had resolved. The reporter considered arthralgia, flatulence, gastrointestinal motility disorder, headache, medical device removal and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, bowel movement problems, headache, arthralgia, uterine leiomyoma and gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal motility disorder ("bowel movement problems"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal and gastrointestinal motility disorder outcome was unknown. The reporter considered gastrointestinal motility disorder and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, bowel movement problems. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gastrointestinal motility disorder ("bowel movement problems"), headache ("headache"), arthralgia ("joint pain") and flatulence ("gas pain") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, gastrointestinal motility disorder, uterine leiomyoma and flatulence outcome was unknown and the headache and arthralgia had resolved. The reporter considered arthralgia, flatulence, gastrointestinal motility disorder, headache, medical device removal and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, bowel movement problems, headache, arthralgia, uterine leiomyoma and gas pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. Events headache, joint pain, gas pain & fibroids were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.